Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump buttons are hard to press and must be pressed repeatedly. The customer states pump alarms no delivery alarms. The insulin pump has rejected new battery. The insulin pump has lost settings during battery change and they had to reprogram them. It was also slower during rewind. The customer¿s blood glucose level was unknown at the time of incident. The device was not returned.

Manufacturer narrative:
Device received with cracked reservoir tube lip. Unit received with all no button response due to flattened button dome switch and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to verify unexpected battery power loss, rewind anomaly, excessive no delivery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.